Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. The insulin pump was unable to confirm alarm in alarm history screen due to overwritten history file. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker and slanted/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 570 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.